Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
On (B)(6) 2013, a patient underwent a spinal fusion to implant rods and screws; (synthes), plebius blocks (synthes) and infused with a bone graft (medtronic sofamore danek). A piece of duragen was used as well during this procedure. On (B)(6) 2013, the patient developed a fever for what was suspected to be a wound infection, although as of this date on (B)(6) 2013 a wound infection has not been confirmed. The patient's treatment was comprised of the wound drainage, debriding and suturing. The patient was discharged home. The patient's condition has improved.